Event description:
(B)(6) hospital utilizes dr. (B)(6) medhx as a key component in our medication reconciliation workflow. Medhx claims to be the most comprehensive medication history available. However, we've recently identified an error that could negatively affect patient safety. A patient's medhx report included their home medications that were added to their profile during an emergency room visit. According to this report, it appears as if these medications were filled that same day which is false. As a result, the report is a grossly inaccurate representation of their medication history which causes an extremely high possibility of medication errors. I'm concerned this problem is happening with other health care systems emrs. Dr. (B)(6) was notified immediately. This problem was thoroughly discussed during our medication safety meeting. We have notified all applicable staff about this error. Until dr. (B)(6) fixes this error, we will be utilizing other sources for medication history. (B)(6). Submission ID: (B)(4).